Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a discrepant astl aspartate aminotransferase result for 1 patient sample on a cobas 6000 c (501) module. The initial astl result was 279.5 u/l. The astl result was 17.9 u/l with the patient sample on a different c 501 module. The repeat astl result with the patient sample was 17.5 u/l on the original c 501 module. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The astl reagent lot number was 27524501 with an expiration date of 30-nov-2018. Review of the reaction monitor determined that the reaction was abnormal which is a strong indication of a pipetting issue. The provided calibration and qc data were acceptable. Based on review of the alarm trace there were alarms on the day of the event. Review of the precision check performed on multiple tests determined there was an indication of multiple issues with the c501 module. Based on the acceptable calibration and qc data a reagent problem can be ruled out.